Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. Unable to perform displacement test due to no button response. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed empty reservoir after she installed new reservoir and changed the battery. Customer does not recall any significant events leading to the error. Customer's blood glucose was 195 mg/dl at the time of incident. Troubleshooting was done but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.